Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at implant was not reported. It was reported that the patient presented with leg pain and a CT noted limb occlusion. The physician performed an angio and noted that the ipsilateral limb was occluded from the bifurcation all the way to the hypo gastric artery. The physician decided to use angio-jet to clean out the clot in the limb. This procedure was successful and the limb was patent. The limb was ballooned. Upon ballooning a kink was noticed at the bifurcation of the graft. The physician decided to add an additional limb 16x16x93 inside the graft to reline the limb and a bare metal 10mm stent at the bifurcation to provide extra support on the kinked spot. The stent was then ballooned. The final angiogram showed a patent limb and the procedure was completed successfully. The physician did not provide cause. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).